Manufacturer narrative:
Device alarmed a21 after battery change and resets time and date to factory default due to voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.